Event description:
It was reported that the patient underwent a plif at t8-s2 to treat degenerative scoliosis. It was reported that during removal of the extenders at s1 and s2 the tips broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: one of the extenders locking/holding arms has separated from the tip. Mechanically all the pieces appear to move freely on the extender. Functional test of the remaining arms did not identify a problem the root cause of this failure could not be determined.